Event description:
During outreach call, customer reports to have received a low reservoir alarm when reservoir was still full. Customer also reports to have received no delivery alarm but was able to resolve with infusion set change. Customer was educated on methods for clearing no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.